Event description:
This case was presented at the meeting of (B)(6) on (B)(6) 2012. The surgeon used the g3 nails (292 case) from (B)(6) 2005 to (B)(6) 2011. The one of 292 cases, the patient felt the pain by over telescoping of the lag screw. Therefore the revision surgery was performed. (B)(4).

Manufacturer narrative:
Device will not be returned. Once the investigation has been completed any additional information will be reported in a supplemental report.